Event description:
The customer reported that their AED was displaying "battery replace now warning". The reported event did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on (B)(6) 2020 and placed into service on (B)(6) 2020 with battery pack serial number (B)(6). On (B)(6) 2021 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024 when a new battery pack was installed and the old one was reinstalled. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as intended. Maintain the defibtech ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. "Follow all battery pack labeling instructions. Do not install battery packs after the expiration date." "Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date." The available information does not indicate that the device did not perform as intended or failed to meet product specifications.